Event description:
It was reported that after the intra-aortic balloon (iab) we inserted, the staff noticed "some air contained from the part between the stopcock and tube of the extension tube." As a result, the extension tubing was exchanged.

Manufacturer narrative:
Sample will not be returned for evaluation.